Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device suffered excessive electrical damage internally, which prohibited the device from delivering defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the excessive electrical damage caused to the therapy pcb assembly was due to a failure of a diode, designator cr44.